Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during trial implantation procedure the patient became extremely agitated after anesthesia was administered and the initial lead was placed. The physician decided to remove the lead and abandon the case as the patient became more combative.